Event description:
It was reported patient underwent a trial on (B)(6) 2025 for new and existing pain due to patient not receiving effective therapy with the scs system. Investigation was unable to identify which lead attributed to the issue. The trial was successful.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs paddle lead, model: 3245, UDI: (B)(4), serial: n/a, batch: 3253472 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected: d4 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced to address the issue. Therapy was restored post-op.